Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt's battery pack was faulty. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary - device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery faults) is being investigated. As received, the battery would not charge in the charger or power on a monitor. A root cause investigation is currently underway at the supplier, (B)(4). A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.